Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they insulin pump had received multiple insulin pump error alarm. The customer¿s blood glucose level was 117 mg/dl at the time of the call. Customer also reported that they received no delivery alarm, failed battery test and failed audio test. Customer stated that the tried to clear the alarm it was go right back to the rewind screen. Customer troubleshoot was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with the retainer partially broken. A test reservoir was installed, and the reservoir locked into place inside the reservoir tube properly. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms, hardware low level failures, an error in the motor was detected by reading unexpected value from hall sensor, the alarm generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement, or software error detected alarms noted during testing. No hardware low level failures alarms were found in the downloaded history files. The insulin pump was also received with scratched case, pillowing keypad overlay, and minor scratched lcd window.